Manufacturer narrative:
The unit passed the basic occlusion test and displacement test. The motor was tested outside of the device and passed. The unit had no motor error alarms, however, the unit could not prime during the prime test due to a faulty gold force sensor resistor. The unit could not perform the excessive no delivery test due to a prime anomaly. The unit had minor scratches on the display window. (B)(4).

Event description:
The customer's mother called in to report a motor error alarm and a no delivery alarm. Customer was able to complete the rewind sequence. The customer's blood glucose level was 90 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.